Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, a 19mm trifecta valve was implanted secondary to aortic stenosis. In (B)(6) 2014, aortic insufficiency (ai) and a high gradient were noted. As the patient was asymptomatic no surgery was required at that time. In (B)(6) 2015, the patient was hospitalized for 5 days for left cardiac decompensation secondary to reports of valve deterioration. On (B)(6) 2016, due to increasing symptoms and a suspected cuspal tear, the valve was explanted. In vivo, a tear was observed involving the posterior-inferior cusp. The original explant was difficult due to adherence of the trifecta valve as it was adhered to the annulus and the patient required a partial annulus reconstruction with implantation of a 19mm trifecta valve.

Manufacturer narrative:
(B)(4). The results of this investigation concluded tearing was observed in all three leaflets, and all three leaflets were fibrotically thickened. Fibrous pannus ingrowth was observed on the inflow surface of leaflet 1, and calcifications were found at the base of leaflets 1 and 3. No inflammation was observed. No evidence was found to suggest the cause of the leaflet tears, fibrous thickening, pannus, and calcifications was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.